Event description:
A leaking bag during priming. The leak was noticed in the drain line. No alarm was received. Patient had to set up therapy with new supplies. There was no patient injury or medical intervention associated with this incident per the international affiliate.